Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with open book image immediately after battery insertion. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and selftest due to open book. Successfully downloaded history files and traces using thump. Pump error 35 alarm on 07/21/2025 21:41:20.000. The p-cap locks properly into the reservoir compartment. The pump was cut open and moisture damage was noted on all electronic assemblies. The following were noted during visual inspection: minor scratched lcd window, missing display window cover, cracked keypad overlay, pillowing keypad overlay, cracked case at belt clip rail corner, cracked battery tube threads, faded serial number label and scratched case. Open book were confirmed during analysis due to pump error 35. Pump error 25 due to moisture on the force sensor assembly. Belt clip damage was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported crack on the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and found damage on the belt clip rail and battery tube side. No harm requiring medical intervention was reported. Mmt-1884 was requested and the device was returned for analysis.